Event description:
Confused pt was found on the floor by nursing personnel covered in blood. Pt's arm was being supported and elevated with IV pole. Pt was bleeding from head and face and had a bruised shoulder. Pt was not sure what caused her to fall. IV pole was found on the floor broken in half at the platform. Forty-seven poles were found in the hosp that were cracked at the platform. The metal platforms were removed from all poles and a metal sleeve was installed to prevent a future accident. Pt may have been using IV pole to support herself while getting out of bed. Pt was incontinent and may have had urine residue on floor which lead or contributed to fall. Pt was found to have head injuries and was sent to ICU and later transferred to another hosp.